Event description:
It was reported that the patient was not feeling stimulation since 3 am the night prior to the report. There were no falls or trauma prior to the event. It was stated that he fully charged 4 days prior to the report with 8 coupling bars. It was stated he normally got all 8 bars when charging. It was reported he was not getting bars at all. A coupling problem together with a communication problem were reported. It was stated that after the troubleshooting the patient was still unable to get bars. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).